Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the procedure, the right ventricle (rv) lead was placed, and showing a negative current of injury with high threshold values. The lead was repositioned successfully with satisfactory measurements. Additionally, it was indicated that the right atrial (ra) lead was placed successfully, also with satisfactory measurements. During pocket closure, the patient developed shortness of breath. An echo was performed and showed slight pericardial effusion. Rv lead perforation was suspected. The patient is not pacemaker dependent, and will be treated medically.